Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: 42502006202 - femur cemented cruciate retaining (cr) narrow right size 7 - 64719570; 42540200032 - all-poly patella cemented 32 mm diameter - 64825611; 42522100410 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 6-7 - 97791000; 66056768 - palacos fast r+g 1x40 - 97791000. Report source: foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00111.

Event description:
It was reported a patient underwent a knee arthroplasty. Subsequently, was revised approximately one month later due to a fall and mcl rupture. Both the femur and tibia were revised. There was no surgical delay. Attempts have been made and no further information has been provided.